Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event his blood glucose level was 164 mg/dl. The infusion set had been used for twenty-two hours. Further, the patient was driving and would replace the infusion set upon arrival at home. No further information available.